Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the service states that when the nurse tried to reinsert the syringe after taking it out to check for reflux, the syringe pierced the catheter causing pain to the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 04-jan-2023. H6: investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one 22g x 1.00in insyte autoguard device from lot number 2164976. The initial inspection displayed a catheter with media present indicating that it has been used. Further microscopic inspection shows the catheter with damage in the form of a v-shape near the tip. The observed damage is identical to that created when the needle pierces the catheter wall near the tip giving a spear through. The reported issue of the needle piercing through the catheter wall was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. As the device was received opened and used, it is possible that the defect originated due to improper use either during tip adhesion break or during the venipuncture attempt in the clinician environment. During manufacturing, this may occur due to alignment of the set together station, bent tubing, or air blow inconsistency. There is a 100 percent automated vision system inspection and a sampling plan implemented for tip spear which mitigates the occurrence of this defect. Furthermore, if the damage originated during the manufacturing process, the device would have been received by the end user with the needle piercing through the catheter tubing making a venipuncture attempt unlikely. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 22ga the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: the service states that when the nurse tried to reinsert the syringe after taking it out to check for reflux, the syringe pierced the catheter causing pain to the patient.